Manufacturer narrative:
(B)(4).

Event description:
It was reported that counts of atrial lead noise were recorded on a device in vvi. Recommended programming changes will be made when patient return for follow-up. The device was reprogrammed to vvi. No further information available.